Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, explanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in (B)(6) receiving and unknown medication. The patient had a catheter replacement on (B)(6) 2013 due to a catheter obstruction. No patient symptoms were reported at this time. No further information was provided at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump indication for use was chronic pain spasticity.